Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced (reference MFR. Report#: 1627487-2016-01148-01). Surgical intervention resolved the reported issue. The patient also reported effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing ineffective stimulation. As a result, the patient stopped using his scs system over a year ago. Subsequently, the patient may undergo surgical intervention as the next course of action.